Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial / lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by an advanced evaluation patient that they were in a lot of pain and that the procedure was uncomfortable. On (B)(6) 2019, the patient stated they were sore at the incision site and the injection site for the anesthesia. The patient stated that they had drainage. On (B)(6) 2019, the patient stated that they had pain and contractions at the beginning of the trial. The patient also mentioned that they started on an antibiotic for infection. There were no further complications reported.